Event description:
After inserting IV catheter, the catheter would not retract into the shield and resulted in a needle stick injury.

Manufacturer narrative:
Attempts have been made to obtain add'l info. The sample was discarded by the hospital. Upon completion of the no sample investigation, a supplemental report will be submitted. Date submitted: 18 february 2008.